Event description:
The customer stated that she was going to the hospital to be treated for hyperglycemia. The reported blood glucose reading was 525 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer was driving at the time of the phone call, so the high pressure test could not be performed. The customer was advised to call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.